Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Following implant of lead, patient felt discomfort during rv stimulation. The lead explanted and replaced. The patient is in good condition following the procedure.